Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation results: summary: customer returned (2) loose 1cc, 8mm syringe. Customer states that the syringe leaks. Both returned syringes were tested and both were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 7276888. All inspections were performed per the applicable operations qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger rod on a bd insulin syringe with the bd ultra-fine¿ needle was found loose which could lead to leakage. There was no report of exposure, serious injury or medical intervention.